Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons defective) has been confirmed. Upon evaluation, the front response button was missing and the case was cracked around the front response button. The root cause of the missing front response button is physical abuse. No adverse event resulted from the missing response button.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the response buttons were defective.